Event description:
A malfunction alarm on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump and provided instructions on how to perform a reset. The malfunction code did not recur after the reset, and the caller was advised to continue using the pump and to contact support if the issue reappears.